Event description:
The pt was implanted with a left ventricular assist device (lvad). An (B)(4) report was received which indicated that the pt had a continuous increase in lactate dehydrogenase (ldh) above 1000 and increase in bilirubin.

Manufacturer narrative:
No additional info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.